Manufacturer narrative:
Corrected.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional devices implanted and involved: (B)(4).

Event description:
It was reported the patient underwent treatment of a thoracic type a dissection and a penetrating ulcer with two gore® excluder® aaa endoprostheses. It was reported both devices were successfully implanted in the intended location. After both devices were implanted the patient's blood pressure reportedly dropped due to unknown reasons. It was reported the patient was converted to an open repair and both devices were explanted. The patient¿s condition is unknown.